Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The sheath, coil, burr and annulus were microscopically examined. The sheath is completely separated/torn 22cm from the strain relief. Microscopic examination of the device revealed that the annulus was damaged/fish mouthed which is consistent with damage seen with the use of a rotawire. The coil is stretched. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the sheath of the burr was fractured. The 38mm x 3.0mm in diameter, 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior decending artery/left main trunk. A 1.75mm rotalink burr was selected for use. During procedure, it was noted that the sheath of the burr got fractured. However, it was further reported that the burr could not rotate due to catheter was kinked. The device was completely removed within the catheter from the patient' body. The procedure was completed with another of same device. No complications were reported. The patient condition was stable.

Event description:
It was reported that the sheath of the burr was fractured. The 38mm x 3.0mm in diameter, 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery/left main trunk. A 1.75mm rotalink burr was selected for use. During procedure, it was noted that the sheath of the burr got fractured. However, it was further reported that the burr could not rotate due to catheter was kinked. The device was completely removed within the catheter from the patient' body. The procedure was completed with another of same device. No complications were reported. The patient condition was stable.